Event description:
Device complication: difficulty in retrieving the accunet. Time of complication: during procedure. Symptoms: none. It was reported that during the carotid stent procedure, the physician had trouble retrieving the accunet with the first recovery catheter. The doctor tried using a second recovery catheter but it could not retrieve the filter. The doctor then used a buddy wire with the first recovery catheter. Ultimately the doctor was able to retrieve the device. No additional information was available.